Event description:
As reported by an edwards lifesciences field clinical specialist, during advancement of a 26 commander delivery system with 26mm sapien 3 ultra valve through a 14fr esheath+, valve frame damage and sheath damage occurred. All the edwards devices were prepared per IFU. The right-side transfemoral access was predilated with the 16fr esheath+ dilator. There was mild difficulty and resistance inserting the sheath into the patient, and preclose failure was noted. The sheath was not inserted at a steep angle. The loader was able to be fully inserted into the sheath. When the delivery system was advanced into the sheath, under fluoroscopic imaging it was observed that the distal end of the valve cell tine started bending away from the balloon. The delivery system became stuck in the strain relief portion of the sheath. The valve never passed outside of the sheath. A small hole was noted on the strain relief of the sheath. All devices were removed safely as a unit, and a second system was prepared and inserted. The case went well with good result. The patient left room stable. There was no patient injury, and no blood transfusion was needed.

Manufacturer narrative:
Investigation is ongoing.